Event description:
The dr used the cassi rotational core biopsy device to sample a suspicious lesion. The pathology report did not show a specific anatomic diagnosis. The pt returned for re-biopsy of the suspicious area.